Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3) a manufacturer representative went to the site to test the navigation system. The reported issue was confirmed the computer was replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system intermittently flashing black screen and became unresponsive. The system either stops flashing and re-starts within a few seconds or continuously flashes. The site reseated the cable connection to the io panel with no change. The site said that the flickering was occurring on both the surgeon and staff monitor and occurred in every application, including the appliance launcher on startup. After it flickers, the monitor becomes unresponsive and has to do a hard reboot. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Initially the computer booted normally with no error received. The computer powered down and re-seated on its own during the burn-in testing. They suspect that the computer had an intermittent issue causing the automatic power downs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system intermittently flashing black screen and became unresponsive. The system either stops flashing and re-starts within a few seconds or continuously flashes. The site reseated the cable connection to the io panel with no change. The site said that the flickering was occurring on both the surgeon and staff monitor and occurred in every application, including the appliance launcher on startup. After it flickers, the monitor becomes unresponsive and has to do a hard reboot. No patient was present at the time of the event.